Event description:
A customer reported that an asystole alarm was not called by the apex pro telemetry system. No pt injury was reported.

Manufacturer narrative:
The serial number and device MFR date of the apex pro is unk as the serial number has not been provided to ge healthcare at this time. A supplemental report will be sent to FDA if the info is provided. Ge healthcare investigated the reported issue but was unable to determine root cause with the info provided. Log file analysis confirmed that the system did not alarm for an asystole event around the time in question (12:04:39). However, the system did alarm audibly and visually for a brady event at 12:06:13. The priority of this alarm was "advisory" and the alarm sounded at 80% of the maximum volume. Full disclosure graph strips were reviewed and showed an episode of presumed ventricular asystole lasting approx 11 seconds. Log data does not show any alarm activity near the time of this event. There is significant high frequency artifact that begins 8.5 seconds into the event. It is possible that if significant artifact was present immediately prior to the event, the timing of the heart rate calculations could have been adversely impacted, which may explain why otherwise expected alarms (e.g., brady, lot hr, asystole) might be delayed or not occur before the pt's rhythm resumed. The wave form data needed to confirm this assessment is unavailable for investigation at this time. If this data is made available for further analysis, a supplemental report will be sent. No conclusion can be drawn at this time.